Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000164, serial/lot #: unknown. A manufacturer representative went to the site to test the equipment. It was reported the complaint could not be replicated. Several navigated spins were obtained with no transfer issues to navigation system. Logs show a stealth timeout during timeframe of reported complaint. The ethernet cable used to connect the imaging system to navigation system. The ethernet bulkhead connector on mobile viewing station (mvs) was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a clinical sacroiliac and thoracolumbar procedure. It was reported that the site was all green on the stealth when in the spine software. Once they proceeded, it was noted that the 3d mode was disabled and the site was unable to take 3d images. The site had rebooted the system with no resolution and was about to reboot the imaging system and mobile viewing system (mvs). There was no reported harm to the patient present, and there was an unknown delay in the case. It was reported later that the site went into the admin menu of the imaging system and established there was solid network connection. They also tried rebooting the navigation system. Troubleshooting did not resolve the issue. The procedure was aborted with the o-arm/stealth and surgeon proceeded on with the c-arm. The procedure went well and screw placement was confirmed with post op imaging.

Manufacturer narrative:
H2: correction. B5 has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was a delay to the procedure of 15 minutes.

Manufacturer narrative:
H2) correction: h6 patient code changed to c61401. As unused spins were found. H3) a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. It was determined there was an accidental radiation occurrence due to navigational system communication issues. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The o-arm log investigation concluded the system had a known recoverable software issue. This issue is not a systemic as it was resolved by retaking another image or system reboot. Estimated 3d dose absorbed (patient): 8.22 msv number of people exposed: 1 - patient total number of people in or unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.